Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material in the nozzle could not be identified. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign body in the plastic distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the objective lens was scratched, the adhesive had white-clouded area. Due to wear of the adjustment ring, water tightness was lost. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had white-clouded area, was chipped, and cracked. The adhesive around the light guide lens, the adhesives around objective lens both had a white-clouded area, the control unit had discoloration, the image guide protector was scratched, the protector of the universal cord on the control section side was scratched and the connecting tube was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.